Manufacturer narrative:
The biomedical engineer reported that the non invasive blood pressure (nibp) setting on the core unit g9 monitor was not appropriately defaulting to the nicu inflation pressure rate when in nicu mode. It would default to the adult inflation pressure rate. A temporary solution was to manually set the unit to the nicu setting. The setting would hold until the unit was powered down and then default back to adult. This issue was discovered during a "go live" and no patient harm was reported. An investigation was conducted at nihon kohden: the "initial cuff pressure" of the detailed settings tab is a setting that changes the initial cuff pressure of each mode (adult/child/neonate) and can be operated freely irrespective of the type of air hose connected to the device. We confirmed that when the neonatal air hose was connected, it operated according to product specification (i.e. Inflated to the initial neonatal pressure).

Event description:
The biomedical engineer reported that the non invasive blood pressure (nibp) setting on the core unit g9 monitor was not appropriately defaulting to the nicu inflation pressure rate when in nicu mode.